Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance/repair. Additional information was unable to be obtained. There was no patient involvement.

Manufacturer narrative:
Product analysis: the external pulse generator (epg),was returned for corrective maintenance/repair. It was also determined at analysis that the atrium and ventricular output connector was broken. The handle and case was also broken. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.